Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees2131 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the 3cg wire broken during assertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3cg tls stylet. Usage residues were observed throughout the sample. The white wire was cut distal of the tether assembly. The wire was received in two fragments which shared a complete break within the polyimide region. Microscopic inspection of the break in the tubing revealed tubing deformation and discoloration. The material appeared kinked sharply in the vicinity of the break. The polyimide tubing od, ID and wall thickness were measured at the fracture site and again near the fracture site using a digital microscope and found to be within manufacturing specifications. Attempts to replicate the break features using a similar non-complainant device resulted in greater deformation than that exhibited by the complaint sample. The deformation suggested that kinking likely contributed to the observed break; however, inability to replicate the break features indicated that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the 3cg wire broken during assertion. No other information was provided.